Manufacturer narrative:
Corrected section: "health professional?" Changed to yes. The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing/inner lumen kink was observed close to the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extender and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate fully. The condition of the iab as received indicated a catheter tubing/inner lumen kink. We are unable to determine when the kink occurred, however, the kink restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon could not inflate. There were no reported consequences or impact to the patient.

Manufacturer narrative:
Event site name: (B)(4). Event site state: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon could not inflate. There were no reported consequences or impact to the patient.